Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining falsely high ammonia (nh3) and magnesium (mg) results that were generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory; however, the samples were rerun and the corrected results were issued. It is unknown if patient treatment was affected from this event. A separate MDR 2050012-2010-01423 was submitted for the malfunction portion of this event.

Manufacturer narrative:
Controls were within specifications both before and after the incorrect results. A field service engineer (fse) was dispatched on (B)(4) 2010 for this event. The fse also found that the triglycerides (tg) were out as well. The fse removed and cleaned the chemistry cartridge (cc) sample mixer paddle. The fse also removed and cleaned the wash stations. The fse re-calibrated mg and tg and ran a carryover test to verify stations were clean, which passed and issue was resolved. The following medwatch numbers are also linked to this event: 2050012-2010-01468, 2050012-2010-01469, 2050012-2010-01470, 2050012-2010-01471.